Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately calcified proximal right coronary artery. A 24 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was found that the stent was damaged. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately calcified proximal right coronary artery. A 24 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was found that the stent was damaged. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR. : promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region found to be lifted and bunched. The undamaged stent outer diameter was measured, and the measurement was the maximum crimped stent profile specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.